Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were unable to be performed due to the physical damage on the lcd glass. The device was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and missing display window. (B)(4).

Event description:
Customer's mother reported via phone call damage to the insulin pump. Customer's mother advised the device is not delivering insulin because it has a big crack on it. Customer may have dropped the insulin pump which caused the damage on the screen. Troubleshooting for the cosmetic damage on the insulin pump was performed. The damage is located on the screen and it was possibly dropped at the pet store. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.